Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had motor error alarm and the drive support cap was flush. The blood glucose was unknown. The troubleshooting was performed for the motor error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will not be returned for analysis.